Event description:
Customer reports several connector pins on the inform system appear to be blackish. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.